Event description:
On (B)(6) 2015, the lay user/ patient contacted lifescan (lfs) alleging that her onetouch ping meter displayed an error 1 message. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed that the alleged issue occurred "more than a year" prior to contacting lfs. The patient manages her diabetes with insulin (self-adjuster). She denied making any changes to her usual diabetes management routine as a result of the reported issue. She claimed that "around 6 months or longer" after obtaining the alleged error message, she developed a "capsulated abscess under the skin". She reported that during the "(B)(6)" 2015, she visited outpatient radiology where she was given CT scan by a healthcare professional (hcp). No additional treatment or medical intervention was specified. During troubleshooting, the cca noted that the patient was not using the meter for the first time. The issue remained unresolved. Based on the information provided, the patient did not suffer signs or symptoms indicative of an acute diabetes excursion. However, this complaint is being reported because the alleged product issue was not resolved during troubleshooting.